Event description:
"Some time in march 2005 it occurred that some days after implant the pt returned to the clinic in pain. After thorough examination a broken ring was detected. The composix kugel patch was explanted. The broken ring showed toward the abdominal wall not towards the intestines. The head of the surgical department was angry and did not insert any more composix kugel patches. Co only found out because co made an appointment with the hospital, since the last order was place in march."